Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a latitude message indicating it could not be found. Technical services (ts) recommended updating device software. This pacemaker remains in service. No adverse patient effects were reported.